Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Since she got essure implanted, her cycles became much heavier, very painful and very irregular. She would sometimes have golf ball sized clots during her periods. Sometimes she would have 2 periods in 1 month or miss a whole month all together. About 1 year later she started having metallic taste in mouth and sharp stabbing pains in her lower abdomen. In 2010 she found out she was pregnant and two weeks later for a follow-up ultrasound visit she was told she miscarried (see (B)(4)). Then again in 2013 she found out she was pregnant again and she was very worried about the pregnancy. Her physician had no idea what could happen to her or the baby. The baby was born in 2014. She had her tubes tied after the birth. She saw a new gynecologist, he listened to her about her symptoms, and set her up for a diagnostic operative laparoscopy. She had her surgery and the physician successfully removed the right essure coil. When he cut into her left tube to remove the other coil it was not in her tube at all. He looked into her uterus with a hysteroscopy and saw that the left coil was deeply embedded in the wall of uterus. Consumer has some relief from the sharp pelvic pain but her left side still hurt. They decided to go forward with a hysterectomy to stop her pain. She had a partial hysterectomy only leaving ovaries to get rid of the essure and when she woke up, she immediately felt much better. Her pain was completely gone from her pelvis. Follow-up received on 14-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after some years she found out she was pregnant again. The baby was born but it was not informed if the baby was healthy. She underwent a diagnostic operative laparoscopy and removed the right coil successfully. However, the left coil was deeply embedded in the wall of uterus. Afterwards, she had a partial hysterectomy only leaving ovaries. Left coil was removed and her pelvic pain was completely gone. The pregnancy with essure and device embedment are serious due to their medical importance and listed events in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, one of the coils was embedded in uterus. Although it is not known when exactly it became embedded, it cannot be excluded that it has contributed to the occurrence of this pregnancy. Also, device ineffectivity cannot be excluded. Since there is a risk that the device could move out of fallopian tubes and end up embedded in uterus, the causal relationship with essure is assessed as related. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information (perforation/pregnancy questionnaire) cannot be requested since contact details were not provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.